Manufacturer narrative:
(B)(4). Eval, results: aortic perforation. Pre-operative ruptured aneurysm, diseased and weak and aorta. Eval, conclusions: pre-operative ruptured aneurysm, diseased and weak and aorta.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt presented to the ER with a pre-operative ruptured aneurysm (diameter is unk). The aorta was very diseased and weak. The bifurcated stent was successfully implanted. The cuff was implanted because there was a large proximal type 1 endoleak; however, the endoleak did not resolve and the physician could not tell where it was coming from. The decision was made to explant all the stent grafts and sew in a dacron graft. During the explant, it was noted that the endoleak was coming from a hole in the aorta above the renal arteries. It is unk when this happened, but the physician thinks he may have perforated the aorta with the wire. No additional clinical sequelae were reported, and the pt is fine. (Ref. MFR 2953200-2010-02338).